Manufacturer narrative:
Pharmacovigilance comment: limited information is available in this case, but a causal relationship between the event and the treatment cannot be excluded. As stated in the labeling for restylane silk, the product must not be implanted into blood vessels. Localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the lips, nose, or glabellar area. Lot number was not reported and trending on batch cannot be performed. The case has been assessed to fulfill the criteria for regulatory reporting. The case report is assessed to fulfill the criteria for regulatory reporting as the treatment seems to be given to prevent possible permanent impairment of a body function or permanent damage to a body structure. Lot number was not reported and a batch record review cannot be performed. Information concerning the events of ischemia and necrosis have been updated in the labeling. These events are under monitoring.

Event description:
Information on this report is provided by a patients friend who contacted (B)(4) services to ask if restylane silk can cause necrosis. The reporter stated that she was planning on getting the injection on (B)(6) 2015. During the course of conversation, an adverse event was identified. The reporter stated she had a friend who experienced necrosis around the lip area and she had to reverse the injection. The reporter stated that they possibly had hit a nerve, but has since recovered. The reporter refused to provide additional information and hung up the phone abruptly. No additional information was available.